Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level due to diabetic ketoacidosis. It was unknown that auto mode feature was active or not at the time of event. Customer mentioned that they had a lot of issues with the transmitter and it was replaced several times but the issues still existed. The customer also mentioned that they had issues with the infusion set and the insulin pump. Customer requested to return the device. Tech support has not been able to contact the customer via telephone. It was unknown if customer had discontinue use of device.